Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Normal battery depletion.

Event description:
It was reported that the pacemaker device was explanted due to elective replacement indication. It was also reported that the device failed to output after explant. A new pacemaker was implanted. No patient complications have been reported as a result of this event. It was reported that the lead was capped/unusable. Requests for additional information as to why the lead was capped were not returned. No patient complications were reported as a result of this event.